Manufacturer narrative:
Correction to UDI now provided. The positioner motion control box was returned to the manufacturer for analysis. The device was found to be fully functional with no problem found. Motion calibrated and readied as expected. X, y, and z axes are functional. Door open/close functioned while under test. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
Correction: upon further follow-up it was reported that: no patient information provided as no patient was involved in this concern. Therefore there was also no reported delay or abort use of imaging system to a procedure due to this issue. The medtronic representative reported that the issue occurred outside of surgery where the imaging system is stored.

Manufacturer narrative:
The computer for the imaging system was returned to the manufacturer for analysis. The computer was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
Patient information was unavailable. During the onsite inspection, the medtronic representative reported that there were intermittent motion issues observed upon startup. Additionally, the x-motion would not extend which required a restart. After reviewing the system's logs, the rep concluded that the issue was being caused by a faulty image acquisition system (ias) computer and positioner controller. These parts were replaced. The replaced part was not sent back to the manufacturer for further analysis. A successful system checkout was performed which verified that the issue had been resolved.

Event description:
A medtronic representative reported that the system's pendent became unresponsive while the gantry was being moved out. All pendant buttons lost functionality. The system was restarted twice but the unit was unable to move past the 'system booting, please wait' error. The site discontinued use of the navigation system and used a different imaging system. There was no patient impact reported and the delay in surgery was less than an hour. Surgery proceeded as planned.